Event description:
It was reported that the pt went in for generator replacement surgery on (B)(6) 2010. The surgeon dissected down to the generator using electrocautery and system diagnostics were run prior to disconnecting the old generator. System diagnostics showed high lead impedance, but the surgeon was not prepared to do a full revision at that time, so the device was left implanted. System diagnostics were not performed prior to surgery and the last good diagnostics were obtained in (B)(6) 2009. The surgeon felt that the electrocautery would not cut the lead, but it is known that the electrocautery can potentially cut the lead. Surgeon stated he could not visualize a break in the lead at the time of surgery. The cause of the high impedance is currently unk. No x-rays were taken of the device and no trauma or manipulation was reported. The pt underwent a second surgery on (B)(6) 2010 to replace both the generator and leads. Product was returned to the MFR, but analysis is pending.